Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the reciprocation arm and screws were worn, the motor was corroded, the speed was unstable and the unit was out of calibration. The reciprocation arm, screws, motor, and shaft and sleeve bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: UK.

Event description:
It was reported that at unknown timing on an unknown date a request for repair quote on the dermatome was made. Unstable motor speed was confirmed after final investigation. Harm or delay is unknown. Diligence is complete.